Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was hospitalized due to ketoacidosis. No further details were provided by the customer related to the hospitalization event. The customer also reported an insulin occlusion alarm on the insulin pump. It is unknown whether the customer was using or not using the insulin pump system within 48 hours of the reported hospitalization event and whether the smart guard feather was active or inactive. Troubleshooting was performed. The customer will discontinue the use of the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
The customer was hospitalized for alleged dka/high bgs and insulin occlusion alarm (insulin flow blocked alarm) on (B)(6) 2023. On svn (B)(6) the customer reported alleged high bgs, there was a bent cannula and because the pump did not alarm an occlusion on (B)(6) 2022. On svn (B)(6) the customer was hospitalized with high bgs and alleged no delivery alarm on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0875 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There was no "no delivery alarm" noted on the event date (B)(6) 2023 for svn (B)(6) . Please see below for the no delivery alarm noted on the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 08:42:04.000 alarmalertnotification faultnumber = no delivery (7) - during bolus (B)(6) 2023 08:45:54.000 alarmalertnotification faultnumber = no delivery (7) - during bolus please see below for the pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. (B)(6) 2023 10:03:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) (B)(6) 2023 10:13:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) (B)(6) 2023 11:06:00.000 alarmalertnotification faultnumber = lost sensor 2 alert (781) (B)(6) 2023 11:22:00.000 alarmalertnotification faultnumber = check connection alert (795) (B)(6) 2023 11:53:49.000 alarmalertnotification faultnumber = change sensor 3 alert (789) (B)(6) 2023 09:01:00.000 alarmalertnotification faultnumber = cannot find sensor signal 1 alert (790) (B)(6) 2023 09:04:00.000 alarmalertnotification faultnumber = cannot find sensor signal 2 alert (791) (B)(6) 2023 08:42:04.000 alarmalertnotification faultnumber = no delivery (7) (B)(6) 2023 08:45:54.000 alarmalertnotification faultnumber = no delivery (7) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert, check connection alert, or cannot find sensor signal alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Lost sensor alert not confirmed. Check connection alert not confirmed. Change sensor alert not confirmed. Cannot find sensor signal alert not confirmed. No delivery alarm not confirmed. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Insulin flow block alarm/no delivery alarm not confirmed. Absence of occlusion alarm not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.